Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened all the buttons dome switch. Insulin pump passed displacement test, rewind and basic occlusion tests. No piston anomaly noted. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the act button on the insulin pump is not responding and the piston is moving. Blood glucose value was 45 mg/dl; treated with tablets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.